Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Expiration date and unique identifier (UDI) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that the abutment loosened.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, d4: additional device information, g3: date received by manufacturer, g6: type of report, h1: type of reportable event , h2: follow up type, h3: device evaluated by manufacturer, h4: device manufacturer date, h6: adverse event problem, h10: additional narrative. One (1) 15 deg taper 3.5p,1mm-2mm (15at312) was returned for investigation. Visual evaluation of the as returned product identified one abutment, one cover screw and one guide pin. No damage to the drive feature, just slight wear. No damage to the threads. Functional testing with an in-house implant.to recreate the reported events; verified no malfunction. A pre-existing condition noted on the per was unknown bone density type, poor oral hygiene. The reported device was located on tooth # 23 (fdi) and was used for approximately 8 days. DHR review was completed for the subject lot number (2022051357). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2022051357) for similar events and no other complaint was identified. Review completed utilizing keywords: loosening & damaged drive feature. Based on the available information, and functional testing device malfunction did not occur, and the reported event (loosening) was non-verifiable. However, the reported event (damaged drive feature) was unconfirmed.

Event description:
It was reported that the abutment that had been placed on patient's mouth on (B)(6) 2022 at 30 ncm. Loosening on (B)(6) 2022. The doctor tried to retighten it on (B)(6) 2022 but it was impossible as the driver couldn't engage correctly the screw head. Doctor reported as a result of the event : gingivectomy. It was not possible to take impressions, patient would have to come back.